Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The patient's iliac arteries were severely calcified and excessively tortuous. The diameter of the proximal non-aneurysmal aortic neck was 20 mm. The aneurysm was 130 mm in length and 50 mm in diameter. The patient has a history of peripheral vasular disease. It was reported that the 22 french cook sheath dissected the external iliac artery and a wall stent was used to repair the vessel. Final angiogram demonstrated no endoleak and an acceptable outcome. No clinical sequelae were reported, and the patient is reported to be fine.